Manufacturer narrative:
Based on returned sample evaluation; is based upon reserve samples. Conclusion - is based on the returned sample evaluation; is based upon reserve samples. The involved sample was returned and evaluated. Careful examination of the returned sample confirmed that the catheter tubing at the point of separation had been compressed and then detached along a relatively straight line. This appearance is consistent with the catheter tubing having been severed by a sharp object, such as scissors. Based on the user facility's description, the damage is most likely to have occurred during the bandage / catheter removal process. Unused return & retention samples were examined and tested for catheter tubing retention force. All samples tested were confirmed to be properly assembled and met the performance specifications for catheter tubing retention force. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, the appearance of the returned sample is consistent with damage by a sharp object occurring during the bandage / catheter removal process. There is no indication that there was any relation to a device defect or malfunction. All available info has been placed on file in quality assurance for tracking, trending, and follow up. (B) (4) report was not associated with a human pt. (B) (4).

Event description:
The user facility (a veterinary hospital) reported that the distal portion of an i.v. Catheter was noted to be detached after a procedure. Follow-up communication with the veterinarian confirmed: as the tech was removing the catheter, the tubing "broke-off" 3-mm from tech luer hub; the area near the insertion site was imaged using x-ray & ultra-sound, but the detached distal 22-mm of tubing could not be located; the detached material was presumed to have remained in the dog; and the dog died a couple of days following the procedure, but it is not known if there is any relation to the reported event.